Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device in question stopped delivering negative pressure a couple of days after it was activated. The lights all turned on at the same time, an error signal from the pump that no longer delivers therapy. No harm or injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: although a device malfunction, the device is intended to display an alarm/ alert if it detects an issue and may discontinue applying therapy until the issue is resolved. An inoperational or stopped pump would not be likely to cause or contribute to death or serious injury. Event may cause minor or temporary injury (e.g., delayed wound healing, maceration, etc.) Requiring no or minor medical intervention. Event may require use of a backup device to continue therapy. This event did not lead to a death or serious injury, nor would it be likely to cause or contribute to a death or serious injury if it were to recur. This event is considered not reportable pursuant to 21 cfr §803. While this event is no longer considered reportable, this report is being submitted as a courtesy to provide updated investigation results based on the return and evaluation of the complaint device subsequent to the submission of our previous supplemental report. H3, h6: we have now completed our investigation into the reported complaint. The device used in treatment has been returned and evaluated. Visual inspection of the returned device found no issues. Functional evaluation was performed. When fresh batteries were inserted, all indicator lights were solidly illuminated, establishing a relationship with the reported event. Device performance data shows the device entered a non-recoverable error state. The device entered an nre state as the motor current was out of range. Possible cause may include the pump came into contact with moisture and it short-circuited meaning the motor current reading is out of range. The IFU contains comprehensive instructions on the safe operation and use of the device. As instructed in the IFU, when showering, the pump should be stopped and disconnected from the dressing, and placed in a safe location where it will not get wet. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The complaint history review confirms previous complaints of this nature with no manufacturing problems observed. The risk files mitigate the reported issue with no updates required. A review of prior escalation actions found no actions applicable to the scope of this case. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range. Internal complaint reference number: (B)(4).

Manufacturer narrative:
We have now concluded our investigation into this complaint. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of its finished product specification. There was no issues recorded in the batch log of the manufacturing records during the manufacturing process that could have caused or contributed to the issue. A complaint history review was carried out, there have been further complaints reported with this failure mode in the past three years. The device was used for treatment. As the device was not returned, we were not able to carry out a product evaluation. It was reported that the device turned on all lights and stopped applying pressure. It is possible that the device entered a non-recoverable error state. There are a number of reasons why a device may enter this state. This is a patient safety feature. We have not been able to confirm a relationship between the event and the device or determine a definitive root cause. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.